Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an infast ultra transvaginal sling on (B)(6) 2008, to treat her stress urinary incontinence and prolapse. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, severe emotional distress, has undergone and will likely undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.